Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, the balloon ruptured at 12 atm. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There were no patient complications, and the patient was stable after the procedure.